Manufacturer narrative:
The insulin pump was received with cracks in the case at the display window corners, display window, end cap, and battery tube threads. The unit also had minor scratches on the display window and a missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump is cracked. The patient's blood glucose at the time of incident is unknown. The customer's mother stated that she is unsure of how the damage occurred, but that the entire side of the drive support cap is damaged. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.